Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: "several defective pvks have now been experienced the ambulances provided by ordergroup, which communicates this further from bd medical. Ordergroup has been informed and have contact with supplier. The defective lot numbers are collected and returned. It is a matter of both blue and pink pvks. We are still seeing other leaky pvks and register lot numbers."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional lot numbers: 9291019, 9264864; additional expiration dates: 2022-10-31, 2022-09-30. Additional manufacture dates: 2019-10-18, 2019-09-21. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 20ga 1.1mm od 32mm l leaked. The following information was provided by the initial reporter: "several defective pvks have now been experienced the ambulances provided by (B)(6), which communicates this further from bd medical. (B)(6) has been informed and have contact with supplier. The defective lot numbers are collected and returned. It is a matter of both blue and pink pvks. We are still seeing other leaky pvks and register lot numbers."